Manufacturer narrative:
Device not explanted.

Event description:
A serious adverse event was reported via the persist registry. On (B)(6) 2017 a perceval xl 27 mm was successfully implanted via mini-sternotomy. The patient had a baseline EKG showing right bundle branch block (rbbb), and developed av block iii after avr on day 11, requiring pacemaker implantation. Changes were made to the patient's cardiac medications. The final outcome of the patient is unknown at this time. The device was visualized by tte and appeared normal. Per clinical assessment, the event was related to pre-existing conditions, and it is unknown whether it relates to the procedure and the device.

Manufacturer narrative:
This event was originally reported to the manufacturer through the persist patient registry as unknown if related to the device. Internal clinical assessment confirmed that the relationship to the device was unknown, and also reported the event to be related to pre-existing conditions. The event was therefore reported in a conservative manner. A complete manufacturing and material records review for the perceval valve and nitinol stent component was performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Bases on the document review performed, no manufacturing deficits were identified. As the device remains implanted no further investigation is possible at this time. Conduction disorders are common in patients with aortic valve diseases. As a result, it is common for patients to receive a permanent pacemaker implantation after aortic valve replacement. Risk factors include preexisting conducting disease and preoperative aortic regurgitation. (Dawkins et al., 2008). The range of pacemaker implantation for patients exhibiting conduction disease after aortic valve replacement is between 3 - 6 %. (Huynh et al., 2009). Dawkins s, hobson ar, kalra pr, tang at, monro jl, dawkins kd; permanent pacemaker implantation after isolated aortic valve replacement: incidence, indications, and predictors. Ann thorac surg. 2008 jan;85(1):108-12. Huynh h1, dalloul g, ghanbari h, burke p, david m, daccarett m, machado c, david s. Permanent pacemaker implantation following aortic valve replacement: current prevalence and clinical predictors. Pacing clin electrophysiol. 2009 dec;32(12):1520-5.